Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated the vad patient experienced implantable cardioverter defibrillator (ICD) shocks three times where they received on external defibrillation per ventricular fibrillation (v-fib) and the patient¿s status post was then multiple defibrillation threshold testing with new right ventricle (rv) lead placement and generator change done approximately thirteen days later. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pha rmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced implantable cardioverter defibrillator (ICD) shocks three times where they received on external defibrillation per ventricular fibrillation (v-fib) and the patient¿s status post was then multiple defibrillation threshold testing with new right ventricle (rv) lead placement and generator change done approximately thirteen days later with the vad rate per minute (rpm) increased from 2700 to 2800. Of note the patient¿s hemoglobin was in the 40s. The vad remains in use. No further patient complications have been reported as a result of this event.